Event description:
It was reported that while using the anesthesia system for treatment, airway pressure high alarms were generated. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. On-site investigation by the distributor¿s field service engineer (fse) could not be reproduce the issue, however, the patient cassette was cleaned. The system was subsequently observed while operating on a test lung and was found to be functioning normally. A complete set of device logs was received for evaluation. Analysis confirmed that a successful system checkout (sco) was performed both prior to and on the day of the event. During the reported case, multiple alarms were observed. These alarms persisted for about two minutes, after which the system gradually returned to normal operation. Furthermore, it was observed that there were several changes in ventilation mode between manual ventilation and pressure control during a very short period of time. Additionally, the technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. The true cause of the generated alarms has not been determined but it cannot be ruled out that the contaminated patient cassette contributed to the reported alarms. Our conclusion, based on the fse finding, is that measures taken (cleaning of the patient cassette) solved the reported issue.

Event description:
Manufacturer's reference #: (B)(4).